Manufacturer narrative:
Other text: device evaluated, visual inspection performed and found tamper seal removed/broken: yes, on plunger assembly. The whole plunger assembly was disassembled and put into a plastic bag by the customer. The reported issue was unable to be verified, due to the whole plunger assembly was disassembled by customer. Product is beyond a year from manufacture date and there was not indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not involved in any patient incident. It was sent to biomed because it was giving a check syringe plunger sensor. The o ring on the plunger tube was also missing. The pump was taken apart to replace the o ring and now the plunger tube will not go in or out, it is stuck, and they cannot replace the plunger head assembly as there is not enough room so they cannot extend the tube. There was no patient injury reported.